Manufacturer narrative:
Additional information has been provided that was not included with the initial report.

Event description:
It was reported via phone call that the customer was not using auto mode feature during their serious injury.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer experienced blood glucose level of 371 mg/dl. The product will not be returned for analysis.